Event description:
It was reported that bd nexiva 22ga x 1.00 in dp with maxzero catheter broke/separated it was reported by the customer that the IV presumably kinked and hung up on something internally, but it stuck tightly enough if it hadn¿t snapped it still would have had to have been cut out. It was not a brittle break. Both pieces looked unremarkable to the naked eye when they were pulled. Verbatim: rcc received a complaint via email. Initial email on (B)(6): I spoke with (B)(6) this morning briefly about the issue with the IV last night (her cell is (B)(6)) - she is wondering if we can get over the lot # if available, and ideally save the packaging and the actual catheter if still available. She will escalate this on (B)(6) end right away. Thank you. Email on (B)(6): we were not able to salvage the original IV catheter or packaging, however I¿ve been able to confirm that it was a 20 gauge catheter that was placed, and all of our supplies have the same lot number (see picture below). From the rn who placed the IV, ¿I don¿t know if there was anything wrong with the catheter, it presumably kinked and hung up on something internally, but it stuck tightly enough if it hadn¿t snapped it still would have had to have been cut out. It was not a brittle break. Both pieces looked unremarkable to the naked eye when they were pulled.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383572 and lot number 4247463. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information received on 15apr2025. Any special surgical intervention needed to remove the device remains from body? Yes I believe they utilized an ultrasound machine to remove the catheter from the patient's arm.